Manufacturer narrative:
Corrosion on the pcb prevented the device's ability to power on. Because the device could not power on, the device suffered a total data loss, and the alleged thermal complaint could not be investigated. Correction to d(4): sequence number changed from unavailable to (B)(4)..

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) was extremely hot while charging. The patient also states that the pdm was charging overnight and will not turn on.